Event description:
Provider stated that the unit will shut down and alarm with red light. Provider also stated that they were having intermittent issues with the pcb not telling the pe valve to switch. Provider did not have any additional information to provide.